Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016: power above normal operating range. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 06:40:29 and (B)(6) 2016 at 02:25:31.  The low flow alarm limit is currently set to 3.0 lpm. A rise in power consumption was logged starting (B)(6) 2016 to current parameters outside normal operating range. Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016: power above normal operating range. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 06:40:29 and (B)(6) 2016 at 02:25:31.  The low flow alarm limit is currently set to 3.0 lpm. -the low flow alarm limit is currently set to 3.0 lpm. A rise in power consumption was logged starting (B)(6) 2016 to a peak of 5.5w on (B)(6) 2016 outside of normal power consumption. Current parameters have returned to power consumption within normal operation. Please send updated logs if changes occur. One controller power-up and associated pump start event was logged on controller (B)(4) on (B)(6) 2016 at 11:22:10, indicating a loss of power to the controller. Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016: power above normal operating range. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 06:40:29 and (B)(6) 2016 at 02:25:31. The low flow alarm limit is currently set to 3.0 lpm.  There has been an increasing trend in power consumption starting (B)(6) 2016. Please send updated logs if further changes occur. Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016: power above normal operating range. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 06:40:29 and (B)(6) 2016 at 02:25:31. The low flow alarm limit is currently set to 4.5 lpm. 5 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 7.5 w. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that this patient arrived at clinic with an elevated lactate dehydrogenase (ldh). Log files were sent. Upon admission to the hospital, the patient's repeat ldh remained elevated and international normalized ratio (inr) was 3.0. The vad coordinator stated that the patient's inr had been therapeutic (2.0-3.0) since implant. The patient was treated with intravenous (IV) heparin (with goal aptt of 70-90) and integrilin without major improvements. He was scheduled for pump exchange on (B)(6) 2016 via thoracotomy approach due to worsening kidney function and increased power consumption; however, the exchange was postponed due to a slight improvement in vad parameters. The patient was transplanted on (B)(6) 2016. He was listed as status 1a due to suspected pump thrombus.

Manufacturer narrative:
Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and an increase in power consumption to parameters outside the normal operating range. Analysis of the device revealed that the device passed functional testing and dimensional verification. Visual examination revealed scoring marks observed on the housing ceramic surfaces and on the surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.